Event description:
The lay user/patient called lifescan (lfs) in 11/2005 and alleged her meter was reading inaccurately high. The pt reported receiving higher results than normal. She performed a meter to lab comparison and her meter read 152 mg/dl and the lab result was 113 mg/dl. The results were performed within 10 minutes. She reported no symptoms at the time of testing. Her physician advised her to reduce her insulin. The pt was taking 25 units of humalog before breakfast and dinner. Her morning dose of insulin was discontinued. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to test. The meter to lab comparison exceeds the 20% specifications.